Event description:
Per the clinic, the device was explanted for on(b)(6)2026 due to soreness at magnet site. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time.Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Soreness is a known medical complication where most cases can be resolved with clinical case management. Known reasons for cause of soreness are abnormal skin sensitivity, earlier trauma to the implanted area, lack of adequate bone quality or other generalized diseases. It might also be due to a loose implant magnet, causing soreness around the implanted area when using the Baha sound processor.